Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty insertion and helix anomaly. After thirty rotations, only 1 turn of the helix was extended. Several measurements were attempted. The possible external factor was the outer sheath which was found to be slightly kinked during insertion. A torque build up was observed due to the sheath condition. Another attempt was made of 30 rotations for retractions, however, the helix could not be retracted. This rv lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed abnormalities. The field report observed helix difficulty and a deformed (bent) helix tip. Helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty insertion and helix anomaly. After thirty rotations, only 1 turn of the helix was extended. Several measurements were attempted. The possible external factor was the outer sheath which was found to be slightly kinked during insertion. A torque build up was observed due to the sheath condition. Another attempt was made of 30 rotations for retractions, however, the helix could not be retracted. This rv lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.